Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: if possible, can you identify the lot number of the product used? Unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former labeled and a needle suture piece were received for analysis. The product code is vcp493h. The visual assessment of the returned sample noted that there were no needle pull-off issues. The needle was still attached to the suture piece. The suture was noted to be cut, probably caused by a surgical instrument. The product code vcp493h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no adverse reported. Additional information was requested.